Event description:
It was reported that the patient had the pump explanted due to "a post surgery infection." No other information was provided at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.